Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume (over infusion) during therapy in the obstetrical care unit (delivery rate unknown) due to user programming error. "An ob nurse was not able to find ¿ancef¿ or ¿cefaxolin¿ in the mdl while programming the pump and chose ¿antibiotic¿ from the mdl instead. When the nurse entered the concentration of the medication into the pump the nurse programed 2mg/50ml for a medication that was actually mixed 2g/50ml". The customer also stated that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.